Event description:
Patient developed loss of osseointegration 1 year 2 months after implantation of the dental implant fx4508swc in tooth location #21. Implant was removed on (B)(6) 2016 due to bone loss. The patient is recovered without complications.